Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation confirms a worn out scope socket and slider switch. If any new information becomes available, a summary will be provided in a supplemental report.

Event description:
The user facility reported that the slider switch on the front panel near the plug inlet is loose. There was no patient harm reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. The device evaluation recap, a review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The device evaluation confirmed the user report of the endoscope detection not functioning and the front panel switch not operating properly due to the loosening of the detection switch. The IFU contains the following statements: ¿do not apply excessive force to the light source and/or other instruments connected. Damage and/or malfunction can occur. Do not clean the output socket, other connectors, or the ac power inlet. Cleaning them can deform or corrode the contacts resulting in damage to the light source.¿ the review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The root cause was not identified. From the investigation result, the following cause is presumed. The phenomena occurred because endoscope detection could not be correctly performed due to wear of the output connector caused by handling with excessive force applied to the output connector. Olympus will continue to monitor the field performance of this device.